Manufacturer narrative:
The reported events of failure to capture and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and unspecified sensing issue on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.